Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the cadd legacy pump alarmed -no disposable- with new veletri cassette. Patient stated the pump started with a different new cassette. No patient injury was reported.